Manufacturer narrative:
Outcomes attributed to adverse event: exacerbation of urinary tract infections, antibiotics. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they had utis prior to the procedure and they thought they had a uti after the implant had been placed. They weren't sure if the device was working since they felt as though they had a uti. They were transferred to patient services. It was reported that  they had a lot of problems with the therapy, they were told to change the programs around. They had been peeing their pants badly, it had happened 3 times. They had been leaking, having urinary tract infections and they were back on antibiotics. They said it seemed almost worse than before they had the implant. They said every day the same issue was going on, the therapy was working a little while, like a week of two weeks tops. Then they started noticing slowly they were getting little bits of what felt like a uti. It didn't happen all at once. They said it seemed like they could hold it somewhat before. It seemed worse at the time of the report. They were getting up in the middle of the night more often. They were kind of constipated. They went to the bathroom and didn't know if they had a bowel movement. Sometimes when they were up to 2.3 volts it hurt their private area. Stimulation considerations were reviewed. The patient was told to monitor for improvement following adjustments.